Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and was hospitalized the same day for the event. The cause of the peritonitis was unknown, however, it was reported that the cause may be due to water, as the pt is a swimmer. On an unreported date, the pt received unspecified treatment for the peritonitis event. Twelve days after being admitted, the patient was discharged from the hospital. On an unreported date, dianeal therapy was discontinued. At the time of this report, the peritonitis was resolved and the pt was recovered from the event. Additional information was requested but is not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13a08048 and h13e17016 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).